Manufacturer narrative:
On 12/13/2018, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses. The patient reported experiencing a pinch on the right side on (B)(6) 2018. On (B)(6) 2018, the patient's doctor diagnosed bilateral rupture of the breast prostheses through MRI. As a result, it was reported that the patient may undergo removal on (B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient was scheduled for removal without any replacement on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date field has been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).